Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was performed and generated acceptable results. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Event description:
The customer stated an architect i1000sr analyzer generated false positive troponin results for eight patient samples. The customer provided the following examples: (B)(6) original result: 0.0340 repeat result: 0.0260; (B)(6) original result: 0.0364 repeat result: 0.0206; (B)(6) original result: 0.0380 serial result: 0.027 and 0.0400; (B)(6) original result: 0.0350 repeat result: 0.1550; (B)(6) original result: 0.0310 repeat result: 0.0170; (B)(6) original result: 0.0350 repeat result: 0.0230; (B)(6) original result: 0.0360 repeat result 0.0180; no date given 0.800 repeat result 0.020. The customer uses a cutoffof 0.020. There was no adverse impact to patient management reported.